Manufacturer narrative:
E. Full address provided longer than allowable: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd syringe s2 unit package was not sealed. The following information was provided by the initial reporter, translated from chinese to english: when preparing to dispense medicine to the child, it was found that the outer packaging of the disposable sterile syringe was leaking, and the new disposable sterile syringe was replaced in time, which did not affect the child.

Manufacturer narrative:
A device history record review was completed for provided material number 301947 and lot number 2108194. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. Upon review, the retained samples did not display any signs of defect. Based on the investigation results, a cause could not be determined for this reported incident. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.